Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for battery replacement was due to impedance issues on both sides. It's thought that the impedance issues may have been caused by the frayed adaptor, as the issue resolved once the adaptor was removed.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had at some point had this manufacturer¿s neurostimulators replaced with another companies, and they now had impedance issues and were possibly going to undergo an extension revision. The rep mentioned the patient had a ¼ pocket adaptor that looked frayed and was going to be returned (the extensions remained implanted).

Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2017 product type implantable neurost imulator product ID 64001 serial# unknown product type adapter section d information references the main component of the system. Other relevant device(s) are: product ID: 64001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were unsure of when the manufacturer¿s rechargeable implants were explanted. The other manufacturer¿s batteries were explanted on (B)(6) 2024 and new non-rechargeable battery were implanted. There were 4 leads and 4 extensions. One adaptor was in the patient and replaced with a new one as the patient had bad impedances and the doctor thought the adaptor was damaged.

Manufacturer narrative:
H3. Analysis of the adaptor (s/n (B)(6)) found no significant anomaly with the outer insulation of the body being melted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.